Event description:
Patient was hospitalized for acute arthritis. Patient had arthritis pre-vns implant, but it is believed that the vns therapy is exacerbating their condition. Programmed parameters have been increased since stimulation was initiated and the patient is reportedly having good efficacy with the vns therapy.